Event description:
Additional information was received from the patient (pt). They reported that the cause of the controller not depleting as quickly was because they needed a new controller. Pt was sent a new controller and the issue has been resolved.

Manufacturer narrative:
Continuation of d10: product ID 97745, lot#/serial# (B)(6), product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was in the past 3 days the controller only depleted 10% per day instead of the normal 30%. Patient said they felt the same stimulation but when they put the paddle on the implant they felt stimulation on their back and when they charged the implant the stimulation went down to their legs. Agent advised to monitor the situation and that things should be working as intended as long as they continue to feel stimulation benefits. Patient did not have a managing healthcare provider but they had a rheumatologist. Patient noted they never should have had the device put in georgia because they moved to florida and there was only one healthcare provider that they could go to and they needed some assistance. Agent sent an email to the field., patient called back from number on file and repeated previously documented information. Patient mentioned nothing is charging and they are not feeling anything. Agent instructed patient to check for damage; no visible damage to controller compartment pins, li battery pack pins, recharger and controller port. Agent walked patient through resetting controller; controller showed 100% and implant 100%. Agent walked patient through turning stimulation on and then adjusting therapy between groups a, b and c. Patient confirmed they were able to feel stimulation in their lower back/bottom of their back. Agent reviewed device function and external equipment are functioning as intended. Patient will monitor and follow up with hcp. Patient called back stating the stimulator wasn't on. Patient stated it was fine then they went to charge and the stimulation was off again. Agent reviewed charging frequency's effect on stimulation. Patient mentioned not feeling stimulation this morning. During the call patient tapped stimulation on then confirmed ins was 100% and controller was 30% (on group c). Patient stated they charge every morning and the battery is usually down to 60-70%. Throughout the conversation, the patient seemed confused between the ins vs controller batteries and charging. Agent recommended to plug the controller into the ac power supply cord/outlet and not touch the equipment until tomorrow morning then check the battery levels. Agent reviewed if they still have concerns they could consider having the stimulator check/charging stats reviewed and redirected to hcp. Patient stated they wanted to see a dr. Photo (spelling not confirmed) but the patient couldn't get all the records needed so they cannot find a hcp to take on their care. Agent offered to send a hcp listing. Patient stated they already had a list and disconnected. Agent emailed field to provide an update.